Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer delivered a bolus request twice because the customer did not remember delivering the first one. During the time of the call, the customer's blood glucose level was 150 mg/dl. The customer was advised to consult with health care provider. It was reported that the touchscreen had a small pixel displayed on the screen. Reportedly, the pixel is on the bolus button. The customer confirmed that the pump was performing as intended. Several hours later during a follow-up call, the customer reported blood glucose level did not go low and the customer was satisfied.

Manufacturer narrative:
No failure identified for the bolus delivery issue.